Manufacturer narrative:
External insulation abrasion was noted at 10.7 cm to 11.2 cm from the connector pin consistent with lead friction to the device can. The outer coil was exposed in this location. This is consistent with the field observation of noise,

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with both atrial and ventricular lead noise. The patient also presented with syncope as a result of ventricular loss of capture. It was unsure if these were due to a leads issue or a header issue. The system was replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-12425, related manufacturer reference number: 2017865-2020-12427.